Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 4/9/2025. It was reported that an alert/notification settings issue occurred. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that unknown malfunction occurred. On (B)(6) 2025, the patient reported that their continuous glucose monitor (cgm) was reading high, but they did not receive any alerts. The patient was unable to specify which cgm display devices were in use at the time of the event. Although the patient uses a pump, they could not clarify the manufacturer or whether it was in a modified closed-loop system during the event. The patient was admitted to the hospital on (B)(6) 2025 due to diabetic ketoacidosis (dka). When asked if dexcom indicated a sensor failure or displayed any error messages, the patient only mentioned that the cgm was reading "high" without any alerts. The functionality of the device at that time remains unclear.. The patient was treated with unspecified medications and was still hospitalized at the time of the report.. Attempts to follow up with the patient for additional event details were unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.